Event description:
The patient received an scs system on (B)(6) 2011. It was reported that the patient can turn stimulation all the way up, but she feels nothing. An impedance check was performed and all contacts were normal. An x-ray analysis showed the leads were disconnected. The physician reconnected both leads into the ipg and the patient has stimulation postoperative. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.